Event description:
It was reported that the customer had high blood glucose levels of 33 mmol/l. The customer was treated with a manual insulin injection. The mother of the customer reported a motor error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and missing end cap sticker.